Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert (lia) triggered and the impedance levels on the right ventricular (rv) lead were erratic and there was oversensing/ sensing integrity counter (sic). It was further reported noise was observed when the patient reached forward. Additional information obtained reported there was a set screw issue and the lead was not positioned fully into the header of the implantable cardioverter defibrillator (ICD). A set screw revision was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.